Manufacturer narrative:
Referring to the product inquiry all reported implants are considered primary products. No further associated product was reported. The devices were not available for evaluation; thus, physical examination was not possible. Review of the device history records of the reported implants revealed no conspicuities in material or manufacturing. The items were documented as faultless prior to distribution. It should be noted that no definite physical failure of the products in question was reported, but a revision ¿due to loosening and subsided gamma nail,¿ which could be an indication of poor bone quality. According to additional information received neither the products nor further confirmative details were available. Based on the limited information given and in absence of the subject products the real root cause of the reported event could not be determined. Nevertheless, the available information indicates that the event was not caused by a deficiency of the devices. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
It was reported that patient was revised on a left hip due to loosening and subsided gamma nail.

Event description:
It was reported that patient was revised on a left hip due to loosening and subsided gamma nail.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.